Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. Patient's husband relayed to dexcom technical support that patient was utilizing an expired sensor. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.